Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - radiologic technologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon deployment of the angio-seal device, the anchor appeared to have not deployed. It was suspected by physician the entire device remained within the introducer sheath and anchor had not exited into the artery. Manual pressure was then utilized to control bleeding and achieve hemostasis. Device was cut open to confirm/assure no part remained inside patient with potential to embolize. When device was cut open by staff, the anchor and collogen sponge were stuck within delivery sheath (by description it seems caught in the carrier tube split) and confirming no piece of device remained within artery or tissue tract. Patient was in stable condition. The patient was stabile with manual pressure utilized to complete closure. There was no patient injury/medical or surgical intervention required. Additional information was received 22september2021: the procedure performed was a peripheral angiogram and intervention. A 6fr sheath was used. There was no difficulty with access or insertion/removal of equipment. A pre deployment angiogram of the access sight was performed to attempt the angio-seal deployment.